Event description:
Per the clinic, the patient underwent repositioning of the implant (specific date not reported) due to improper electrode array placement. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 16, 2022.